Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device investigation: product was not returned and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause is a cracked tank cover. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device is leaking. Patient involvement is unknown. The customer has ordered parts for this device and will not send it for investigation. Additional information was requested; however, no further specific details on this incident were received. No patient injury or adverse affects were reported.